Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has respiratory tract irritation, dizziness, headache, nausea, vomiting. No medical intervention was specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported wrongly reported in b5 which is updated as the manufacturer received information alleging an issue related to a ds2adv auto CPAP device. There was no report of patient harm or injury. The manufacturer received information from the patient alleging that the patient has respiratory tract irritation, dizziness, headache, nausea, vomiting. No medical intervention was specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.the wrong coding in (device) problem code grid is also updated in this report.

Manufacturer narrative:
This record was reviewed by the pms clinical expert due to the patient's attorney reporting allegations of respiratory tract irritation, nausea/vomiting, dizziness and/or headache. No other clinical information or medical interventions were reported. Based on information available at the time of this review, there is insufficient evidence to pronounce these events as serious injury, as defined in 21 cfr 803.3(w). There was no product returning. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.